Manufacturer narrative:
The needle holder device was evaluated. We found one of the pads of the needle holder device is missing, the jaws and jaws linkage are corroded, and the shaft is bent. The device was in use for approximately 11 years; the most like cause of damages is wear of use.

Event description:
Allegedly, the day after a laparoscopic heller myotomy procedure, a follow-up x-ray was performed on the patient, which showed a piece of the needle holder used in the procedure was inside the patient's upper abdomen. The doctor felt it was relatively small and decided not to schedule another surgery to retrieve it at this time.